Event description:
While doing intervention to the right coronary artery the tip of the wire fractured near the ostium of the right coronary artery. The fractured tip was successfully retrieved by the interventionalist with a snare. The entire wire was removed and there was no harm to the pt. Dates of use: (B)(6) 2013.